Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a roux-en-y gastric bypass procedure. Fired eea with orvil. The retrieval suture did not cut. Surgeon had to use scissors to cut it. There was no re-operation, etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used. Additional information received via email: can you confirm that product is available and will be returned for evaluation. Yes, I sent a e-mail yesterday asking for a return package to be sent to the hospital. What are the udis of the devices? What was the date of the procedure? (B)(6) 2016. What is the patient age, weight, gender, race, ethnicity, or patient identifier (i.e. Initials or ID number, not the full name of the patient)? Not available. What is the last known patient status? Patient was fine, no patient injury.